Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an inappropriate shock was delivered due to noise and oversensing. As a result, therapy was programmed off and a revision procedure was scheduled. During the procedure, it was difficult to remove the electrode. As damage to the seal plug was suspected by the physician, the device was removed and replaced. The new device and chronic electrode did not reveal any noise. No additional adverse patient effects were reported.